Event description:
Provider states the front leg on the 98071 was bent out of box. Provider states there was a small hole in the packaging but not big enough to freight damage the unit. Ref order (B)(4).